Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump would not power on after a battery change. The patient stated that the battery cap was new, and that there was no structural damage to the battery cap or compartment. The patient denied any corrosion inside the battery compartment.